Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user observed a high glucose on the pump, confirmed by fingerstick at 391 mg/dl, after forgetting to announce a meal. The agent explained that the correction algorithm was active and lowering glucose. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, specifically a user interface interaction where a missed meal announcement occurred. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. The user declined follow-up and will call back if glucose does not decrease.